Manufacturer narrative:
The event date was not provided; therefore, the aware date was used.

Event description:
It was reported that during procedure the fiber broke. Another fiber was used to complete the procedure. No further information was provided.